Manufacturer narrative:
To date, information suggests that these medical devices have been removed from service and were to be returned to the boston scientific post market quality assurance laboratory. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial lead in association with the device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.